Event description:
It was reported that the bd luer-lok¿ syringe experienced scale marking issue. The following information was provided by the initial reporter: medical center pharmacy stating that they received bd luer-lok¿ 10 ml syringe that had no markings on them.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe experienced scale marking issue. The following information was provided by the initial reporter: medical center pharmacy stating that they received bd luer-lok¿ 10 ml syringe that had no markings on them.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.